Event description:
It was reported when using the bd pyxis medstation system the e-lock template was failed by the user. The customer reported that the machine was not functionable due to this issue and informed that they were unable to attend the patient care. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the e-lock template was failed by the user. The field service engineer confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.